Manufacturer narrative:
Exemption number 1997036. The total number of events being summarized is: 16,513. Summary of the investigation results - addressing of events: implant failure (failure to osseointegrate): the complaints associated with implant failure (osseointegration issue) have been investigated via a thorough review of the device history record (DHR), and, dimensional and visual inspection of retained sample and/or visual inspection of returned product, if available.) Any product issues associated with this event are not identified by the investigations. Remedial action is not required at this point. Dental implant failures are well-known adverse events and most likely caused by surgical mistake, and patient health condition such as poor bone quality, diabetes and smoking other than the dental implant. The implant failure rate is monitored to ensure performance of the product in the market, consistent with historical and expected performance. Implant fracture at placement: the complaints associated with implant fracture have been investigated via a thorough DHR review, dimensional and visual inspection of retained sample and/or visual inspection of returned product, if available. Product issues associated with this event are not identified by the investigation. Remedial action is not required at this point. The sequence of the conditions that led to a fractured implant could be multiple of variables such as surgical mistake, lack or loss of sufficient bone support. The implant fracture rate is monitored to ensure performance of the product in the market, consistent with historical and expected performance.

Event description:
The nature of this 3500a report and the additional alternative summary reports being summarized for this reporting quarter are malfunctions. This report summarizes 12,270 reported malfunction type of events.